Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient was reported to be hospitalized. Upon follow up with the patient's clinic on (B)(6) 2017, it was reported that the patient had expired a few days prior.

Manufacturer narrative:
Clinical evaluation: there is no documentation to show a causal relationship between the patient hospitalization and subsequent death and the liberty cycler. It is unknown why the patient was initially hospitalized or if the patient was actively completing pd treatment at time of hospitalization. Additionally, there are no allegations of a malfunction against the liberty cycler. There are no related events reported for this patient. The patient was not utilizing fresenius products during the hospitalization as reported by the pd nurse. The patient death is unknown as to cause and if the event occurred during hospitalization. At this time, based on the available information there can be no conclusion that there was or was not any causal relationship between the patient death and the liberty cycler. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient was reported to be hospitalized. Upon follow up with the patient's clinic on (B)(6) 2017, it was reported that the patient had expired a few days prior.